Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the blower temperature high alarm sounded (e/c 1122) and the unit stopped operating. On (B)(6) 2018, a (B)(6) year old male patient was placed on a v60 ventilator when the blower temperature high occurred and it was reported the ventilator shut down. The patient condition was reported as originally bad. The tidal volumes were reported as 750-1100, pr was 50 and minute volume was 50-60l. The reported leak was small, in the single digits. The patient was put on another v60 ventilator.

Manufacturer narrative:
Date of report: 11sep2018. Date of manufacturer: 15may2018. The reported issue was not duplicated by the philips technician, however, the occurrence of an error code was confirmed and therefore the blower was replaced preventatively. The customer originally reported that the unit produced a blower temperature high error and the customer mistakenly reported that the unit was inoperable due to a reported customer misunderstanding. The returned blower assembly was evaluated by philips and no failures were identified. A visual inspection revealed no evidence of damage or contamination.